Manufacturer narrative:
(B)(4).

Event description:
The customer reports: aline wire in package advanced through needle however the distal tip became dislodged and could not be pulled back. Once removed from patient, the tip was found to be stuck in the needle. It appeared the wire was not intact.nothing was left in the patient.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: aline wire in package advanced through needle however the distal tip became dislodged and could not be pulled back. Once removed from patient, the tip was found to be stuck in the needle. It appeared the wire was not intact. Nothing was left in the patient.